Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was implanted about three months ago and had never worked. The pump was solid. The patient saw his physician and troubleshooting took place with no success. The physician suggested a replacement, but that has not been scheduled yet. There were no patient complications.

Manufacturer narrative:
Date of event: unknown, used the first date of the aware month.